Event description:
It was reported that during a revision surgery for non - union on (B)(6)2016, non - synthes device (nail) was removed. During implanting unknown synthes nail, surgeon was not able to remove entire housing construct (130 degree aiming arm, blade / screw guide sleeve, buttress compression nut, helical blade and screw coupling screw, blade inserter) and there was 2 minutes delay in surgery and the procedure was completed successfully. The patient is reported as stable. Date of original implant is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).